Event description:
It was reported that shortly after implant this left ventricular (lv) lead exhibited failure to capture at high output. A dislodgment was confirmed through chest x-ray. This lead was successfully repositioned. No additional adverse patient effects were reported.